Manufacturer narrative:
We are in the process of evaluating the device. Upon completion of the eval, a f/u medwatch report will be filed.

Event description:
It was reported while using the therapy cool flex catheter during an atrial fibrillation ablation procedure, the pt developed a pericardial effusion. The physician used the catheter to create geometry and perform ablation of the left atrium using ensite navx. While ablating, a pericardial effusion was noted. A pericardiocentesis was performed and the pt stabilized. The current status of the pt is listed as stable.